Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump, leading to the pump shutting off. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual insulin injection to address elevated bg. The customer reverted to an alternate method of insulin therapy.